Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a leak in cuff. No patient complications were reported in relation to this event. No additional information was provided. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.